Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient states that the pain associated with vns stimulation is so intense that it "knock [them]out" and will cause them to hit the wall, lasting 25 minutes, causing her to walk to the chair sideways d/t the discomfort. The patient is referred for battery replacement due to low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, product analysis was completed. No anomalies were identified on the suspect device during the product analysis testing. The device was performing according to functional specifications. No other relevant information has been received to date.

Event description:
Later it was reported that the generator received into the product analysis lab. Product analysis testing has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.